Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported the screwdriver could not seat within the subject abutment nor tighten it. Surgery has been completed on the same session with different healing abutments.